Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s experience of pump alarms was confirmed. Physical inspection noted the device to be in good condition. Analysis of the of the pcu event log shows that pump module s/n (B)(4) had a net iuc communications down at 5:53 am. The root cause was identified as channel disconnects due to a loss of communication (net iui communications down).

Event description:
The customer reported sequential pump alarms with interruption of infusions. The nurse witnessed that channel b running a normal saline flush after a blood infusion at 150ml/hr switched off with a red light; followed by channel c infusing sodium bicarb at 125ml/hr switching off with a red light; and finally channel a which was on standby switching off with a red light. The pcu read "communication error-check IV set." The pump and pcu were taken out of service and a new pcu and set of pumps were employed to continue the patient's infusions. There is no allegation of patient harm and no testing or medical intervention was required as a result of this event.